Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to issue patient items assigned. A technical support specialist (tss) identified that the issue was caused by a leading space in the item description name. After correcting this and testing on the machine, the item displayed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the user was unable to issue assigned patient items. The user reported that gabapentin did not appear in the quick issue list, although all other loaded items were visible. The user override settings were verified as correct. The loaded item with the referenced item ID did not display for quick issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.